Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited capture anomaly and high pacing threshold, due to dislodgement. The lead was explanted and replaced.